Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. Review of the history device records confirmed the valve product code 82-3146, with lot ctcb1y, conformed to the specifications when released to stock on the 24th march 2015. No root cause could be determined as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Clinician report that after insert programmable valve , he found leak at the connector and the result was cannot use this products , he change the new one.